Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported migration (partial clip movement) cannot be determined. The cause of the reported tissue injury appears to be a cascading effect of the reported migration. The reported mitral regurgitation (mr) appears to be a cascading effect of the reported tissue injury. The cause of the reported dyspnea cannot be determined. Additionally, the reported dyspnea, tissue injury, and mr are listed in instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report migration, tissue damage, and recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. An xtw was successfully implanted, reducing mr to a grade of 1. A few weeks later, the patient returned to the hospital due to dyspnea. Echocardiography was performed and it showed the clip looked mobile on the leaflets and mr had increased to a grade of 4. On 04/11/2023, a second mitraclip procedure was performed to treat recurrent mr. During this procedure, it was observed the previously implanted clip may have caused a chordal rupture. One clip was successfully implanted medial to the xtw, reducing mr to a grade of 2. No additional information was provided.